Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. A technical support specialist checked the server and found that the account expiration value had reached its maximum, preventing the user from logging in. Hospital it was advised to change the accountexpires value to 0 (equivalent to setting the account to never expire) or toggle the account never expires setting off and back on. This issue can sometimes occur due to active directory default setting being set to the maximum value of a long variable -refer to knowledge article (bogus locked account preventing user login). The user has since been able to log in without issue for the past few days. Case approved to close. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was intermittently received an unable to authenticate error message. The system would function at one station, but when the user proceeded to the next station, the authentication error occurred. Changing the user password temporarily resolved the issue; however, the error continued to occur randomly despite multiple password resets. To prevent access issues, the customer created a local account on the server for the user. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.